Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on wire. A 135cm rubicon¿ 35 was selected to be used. During procedure, it was noted that the catheter often became stuck on 0.035 non bsc wire. No patient complications reported.